Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement, undersensing, high pacing thresholds, loss of capture. The patient also exhibited muscle stimulation. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported.